Event description:
It was reported the patient experienced a burning sensation. The burning sensation was felt at the implantable neurostimulator pocket since being recently implanted in (B)(6) 2013. The new incision had healed. During reprogramming, stimulation was turned down to 0v, but was still on. The burning sensation was still felt. The patient was to turn stimulation off to determine if the burning sensation would subside. Additional information received reported that the "pain" had pain at the device site, there were no abnormal impedances, and that the patient had routine reprogramming done last month. The patient¿s physician had not heard from the patient since then. The patient did not require hospitalization and the patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va078uw, implanted: (B)(6) 2013, product type: lead. (B)(4).